Event description:
Customer reported on a bravo ph capsule that failed to attach. The physician stated that he released the clip and plunger did not pull all the way. The capsule dropped to the stomach. The patient was not injured following the procedure. Another capsule was successfully deployed with no complications.